Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported 3 sensors (serial numbers unknown). All sensor issues have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported a readings issue and alarm issue with the adc freestyle libre sensor and further reported receiving a "replace sensor" message prior to the end of 14-day wear. Details were reported as follows: causes wrong doses of insulin; sensor and monitor worked for 24 hours and stopped working. Monitor malfunctioned and wouldn´t read after 24 hours. Plus alarm went off constantly prior to the 24 hours. I filed a separate complaint regarding my deivce that is the same. Both sensor and device was working. We got 3 readings before it stopped. Device said to replace sensor. Sensor is suppose to work for 14 days before replacing". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.